Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the device would not recognize the internal battery. The device's system board was replaced to address the issue. A failure of the device to charge its internal battery was observed. The device's power management board was replaced to address the issue. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.